Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at the time. A call was placed to technical services on 10/26/2016 stating that this lead shows oversensing during surgery. The physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).